Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 10/2021).

Event description:
It was reported that some time post port and catheter placement, redness was allegedly identified near the port body. It was further reported that a leak allegedly occurred and a vesicant infusate was used. The patient was reportedly stable.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was completed for the lot number. This is the first reported complaint for this lot number and this issue to date. Investigation summary: one powerport MRI isp with attached groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is unconfirmed for the reported leakage, as the reported event could not be reproduced in the lab. No leaks were identified in the port and catheter during sample evaluation. The port body with attached catheter segment was patent to infusion and aspiration with no leaks noted. Hydrostatic pressure was applied to the distal end of the catheter and the device was flushed again with no leaks noted. Residue was noted on the device; however, no anomalies were identified on the returned device. The definitive root cause could not be determined based upon available information, as the reported event could not be reproduced during sample evaluation. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4 h11: h3, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port and catheter placement, redness was allegedly identified near the port body. It was further reported that a leak allegedly occurred and a vesicant infusate was used. The patient was reportedly stable.